Event description:
Revision surgery is reportedly under consideration despite device testing within normal limits.

Manufacturer narrative:
Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient has no complaint against device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.